Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, g3, g6, h2, h3, h4, h6, h11. A review of the device history record found no deviations, that could have caused or contributed to the reported issue the device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: component failure of charged coupled device unit. Based on the results of the investigation, it is likely, the following led to the malfunction: image not showing up was, due to a component failure of charged coupled device unit. However, the cause of the component failure of charged coupled device unit could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope's image was not showing up when plugged in. There were no reports of patient harm.

Event description:
It was reported the rigid video scope's image was not showing up when plugged in. There were no reports of patient harm.

Manufacturer narrative:
E1 (customer facility name):(B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.